Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the etco2 module for the device had been in use for roughly 15,000 cycles and could no longer be calibrated. The device was not in use on a patient.